Event description:
Literature: okun ms, fernandez hh, wu ss, et al. Cognition and mood in parkinson's disease in subthalamic nucleus versus globus pallidus interna deep brain simulation: the compare trial. Ann neurol. 2009;65(5):586-595. Summary: the study was a single-center, prospective, randomized, patient- and rater-blind, parallel-group trial that aimed to characterize and compare the effects of unilateral stn and unilateral gpi dbs on mood and cognitive function in patients with advanced pd. Sixty-two patients were recruited, and 10 patients did not pass initial screening. Fifty-two patients were randomized to stn or gpi dbs. Forty-five patients completed the study. Reportable event: one patient experienced death. No cause or circumstances of death were reported. No relationship of the patient's death to the device/therapy was reported. The dbs was implanted in the stn, side not specified. Additional information has been requested, but was not available as of the date of this report. See literature article attached to MFR. Report# 2182207200905291.